Event description:
It was that during a laparoscopic pneumectomy, the device was fired articulated about 10 degrees, then tried to be removed from the patient remaining articulated. However, it could not be removed via a trocar, so the jaws were once opened to return the shaft straight. At the time, the cartridge fell into the patient. The fallen cartridge was removed. The staples were formed as intended. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.